Event description:
The reporter stated the surgeon inserted a competitor's lens and the lens was torn. The incision was enlarged to removed the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn lens was due to the injector. The pt is doing well.

Manufacturer narrative:
Results: a cartridge lot number search was performed and four similar complaints were found.